Event description:
The manufacturer received information alleging the Nebulizer device that the buttons melted and the bottom of device was melting as well. The patient said that the device was just hot to touch. There was no death, serious harm or injury, and no medical intervention was reported.